Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump had emitted a cs 052 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: a review of the pump¿s alarm history revealed that a cs 052 call service alarm occurred. During testing, the ez-prime steps were performed correctly; no cs052 alarm or other warning occurred. The pump performed within specification. The pump¿s cover was removed and no intermittent condition was found to the cgm module. The complaint of a call service alarm issue was shown in the history but was not able to be duplicated during investigation.